Event description:
It was reported that this right atrial (ra) lead connected to an implantable cardioverter defibrillator (ICD) exhibited undersensing. Atrial intrinsic amplitude was noted to be out of range. Additionally, the right atrial automatic threshold (raat) test was noted to be in suspended mode due to low evoke response. The right atrial (ra) lead trend showed a recent decrease in intrinsic amplitude and rise in threshold measurements compared to implant values. Technical services (ts) recommended further atrial lead review. No adverse patient effects were reported. This device system remains in service.